Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound and MRI with pain. The device has been explanted and replaced with abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed unidentified (tear) opening. Shell thickness within specification. Pain: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: d4, d9, g4, h3, h4, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound and MRI with pain. The device has been explanted and replaced with abbvie device.